Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during initial drain. The patient was connected. The patient had just started therapy when the alarm occurred. The baxter technical service representative (tsr) reviewed proper procedure per the user manual and assisted the cg to end therapy. The cg would set up again with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they were able to continue therapy after starting over with new supplies. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.